Manufacturer narrative:
The review of provided data confirmed the reported description: there are several episodes of 50 hz ventricular oversensing that are recorded. The analysis of the provided patient data from (B)(6) 2026 the subject device implanted on (B)(6) 2017. It is a single chamber ICD. It has been implanted with a boston ICD lead, on the same day. (Endotak 0292-59 model) the electrical measurements are normal. The device senses 100% of the time. It is programmed in vvi 30 bpm. 52 sustained fast vt/vf non-treated have been detected. The ventricular sensitivity is set to 0,8 mv. The fast vt/vf zone starts at 240 bpm. The fast vt/vf confirmation is set to 20 cycles, the maximum value. The statistics are recorded since 28 february 2017. The ventricular oversensing is spread from 0,4 mv to 2 mv. The ventricular sensing and the ventricular impedance are stable over the last 6 months: among the 16 recorded episodes of non-treated fast vt/vf, since (B)(6) 2025, 12 have been recorded with markers chains and egm: shocks were delivered on (B)(6) 2024 to appropriately treat a vf. Here below the episode recorded on (B)(6) 2026. The ventricular oversensing is visible on both the far-field egm (rv coil-can) and the near-field egm (tip-ring): this ventricular oversensing has the morphology of 50 hz over-detection. 12 confirmed vf episodes are recorded with egm and markers, all showing 50 hz detection and leading to inappropriate charges, but no inappropriate shocks. It should be noted, the IFU warns about emi. Based on available data, no issue is suspected on the subject ICD. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a previous complaint was reported for this device which records high ventricular oversensing episodes leading to the condensator charging. The external cause could not be identified. The patient was asked about the irregularity of the oversensing episodes recorded, no oversensing episode during several months; and a table showing the times of the latest oversensing was provided so that it could be compared with the patient's schedule in order to identify the location and/or activity during which this occurs. Is the ICD nevertheless functioning correctly? How can we explain these over detections without any obvious external cause? Could the oversensing episodes be due to a problem with the functioning of the prosthesis?